Event description:
A peritoneal dialysis (pd) patient contacted customer service to report the 4x4, island dressing that was received is causing skin damage due to its stickiness ¿ it¿s ripping his skin and causing bleeding. Patient stated that the medical aid island dressing is not as sticky. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).